Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device upgrade procedure, the device set screw was stripped and the lead could not be taken out. The device was not implanted and was replaced. The patient was stable before and after the procedure.